Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Prior to the report with tandem technical support, the customer changed the cartridge and infusion set to address the occlusion, therefore, no troubleshooting could be performed to determine a root cause.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.